Manufacturer narrative:
The coil was not returned to the manufacturer as it remains in the patient; therefore product analysis cannot be completed and the cause of the reported event cannot be conclusively determined. Additional information has been requested, should it become available a supplemental report will be submitted. Per the axium coil instructions for use (IFU): warnings: do not rotate the implant delivery pusher during or after delivery of the coil into the aneurysm. Rotating the delivery pusher during or after coil delivery into the aneurysm may result in a stretched coil or premature detachment of the coil from the implant delivery pusher, which could result in coil migration.

Event description:
Medtronic received information that during stent assisted coiling treatment of a small unruptured saccular left anterior posterior aneurysm, this coil detached prematurely and migrated outside of the aneurysm, into the blood vessels of the neck. It was reported that the first coil was implanted successfully and the stent was released successfully at the neck of the aneurysm. The reported coil reached the distal end of the microcatheter and was rotated when it exited the catheter. The microcatheter was used to place the coil back into the aneurysm and a stent was implanted at the distal end of the coil. The procedure could not be continued. No patient injury reported.

Manufacturer narrative:
Code updated the pushwire from the device was not located in the hospital as it was likely discarded. If information is provided in the future, a supplemental report will be issued.